Manufacturer narrative:
Sections with additional information as of 24-sept-2021: meter and strips were not returned for investigation. Retention strip lot tested and passed most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-007¿.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 99- 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/26/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. Result 1: 123 mg/dl date: (B)(6) 2020 time: 10:38 am fasting. Result 2: 157 mg/dl date: (B)(6) 2020 time: 09:25 am fasting. Result 3: 109 mg/dl date: (B)(6) 2020 time: 10:05 am fasting. Result 4: 107 mg/dl date: (B)(6) 2020 time: 09:11 am fasting. Result 5: 547 mg/dl date: (B)(6) 2019 time: 01:23 am fasting. Customer states she perform test (B)(6) 2020 customer did not seek medical attention.